Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported during a service evaluation that the tip of the device was found broken off. There was no patient impact, medical intervention, or procedural delays.

Event description:
It was reported during a service evaluation that the tip of the device was found broken off. There was no patient impact, medical intervention, or procedural delays.